Event description:
Rptr had another co's breast implants inserted in 1975. In 1978 she had a squeeze capsulotomy. She had this co's implant implanted in 4/79 on the left side due to carcinoma. She had fibrocystic disease of the right breast in 10/79. In 1/80 she had a second implant on the right side (the first co's) due to carcinoma. In 3/80, she had metastatic carcinoma of the left breast incision site. (Same rptr referred to in 1002445 and 1002447.)